Event description:
It was reported that "during mask ventilation, it is detected that air is leaking out of the filter. On closer inspection, you can see that the filter has opened in the joint". It was reported that the filter was replaced. No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided a photo for evaluation. A visual exam was performed on the photo and it was observed that the filter was detached. Ten pieces of the same product code were selected from current production at the manufacturing facility. The samples were visually inspected and no defects were observed. In addition to the visual exam, leak testing and pull testing were also performed on the production samples. No issues were encountered. All ten samples passed the testing. A device history record review was performed and no relevant findings were identified. Based on review of the photo, the complaint was confirmed. It is possible that the filter came apart due to high force applied or mishandling by the user. In the current manufacturing procedure, 100% leak testing during the assembly process and 100% visual inspection at the packing area is conducted. Thus, any defective products will be identified prior to release from the manufacturing facility. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during mask ventilation, it is detected that air is leaking out of the filter. On closer inspection, you can see that the filter has opened in the joint". It was reported that the filter was replaced. No patient injury or harm reported. Patient condition reported as "fine".